Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial (B)(4), product type: recharger. Product ID: 97754, serial (B)(4), product type: recharger. The main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot (B)(4), (B)(4) as well as (B)(4) apply to the dtc, all other codes apply to the ins. Event date is approximate. Analysis of the dtc ((B)(4)) revealed a broken connector pin. Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and manufacturing representative about an implantable neurostimulator (ins) implanted for non-malignant pain. It was reported that the patient had been having a problem recharging for a couple days. The stated their recharger antenna cracked when falling on the floor. And also that their connector pin was bent. They noted they had poor coupling and confirmed they were seeing the poor comm/reposition antenna screen. They were last able to successfully charge their device about a week ago. They reported seeing poor comm on pp as well when trying to connect. They were redirected to follow up with their doctor to have their ins checked for a possible overdischarge (od). Additional information was reported on 2018-jul-09 that stated they couldn¿t charge their battery. Upon interrogation it was found to be overdischarged. The representative performed a trickle charge and got 25%+ after the first attempt. They instructed the patient to charge their battery to 100% before resuming therapy and told them there could be some lingering effects following this incident. Additional information was reported on 2018-jul-13 that stated they were recently pulled out of od. The patient was claiming the ins will discharge within 2 hours and the ins will not charge all the way to the 'charge sufficent' screen though they will check the ins with pp and the pp showed ins at %100. It was reviewed that the ins post-od can have problems with rapid discharge/charge and that can take a handful of sessions (charging) to fix and it may not ever resolve completely. They noted that the ins therapy was working well. Caller noted that the patient's por was cleared when the patient was pulled out of od. No further allegations/complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.